Event description:
New information noted that lead insulation failure was suspected. Insulation failure was not confirmed. No additional information was reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Review of the transmission noted noise episodes in (B)(6) and early (B)(6) 2018, on the right ventricular lead. The patient was brought into the clinic and the clinician was unable to reproduce the noise with isometric testing. The patient was stable. The patient was brought in again on (B)(6) 2018 for more aggressive isometric testing. The noise was reproducible when the patient did a push-up. The device was reprogrammed. Lead revision was discussed. The patient would continue to be monitored.